Manufacturer narrative:
(B)(4). The device involved in the event was returned for evaluation. The sample was visually inspected and a single knot was observed on the j-tube, a note was received with the returned sample indicating that a knot was tied by the patient to prevent leaking from the j tube. Per sample evaluation, a single knot was observed on the j-tube and this knot appears to be the knot the complainant tied in order to prevent leaking from the j-tube after the j tube had passed through the patient¿s digestive tract. It was unable to verify if the knot was present prior to the patient tying a knot. The lot number was not provided, therefore, a batch record review could not be conducted. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Patient's percutaneous endoscopic gastrojejunostomy (pegj) tube got caught on the recliner, the pegj tube got stretched and connectors came apart. Patient's wife pushed the connectors back together and duodopa was continued. A few days later, the pegj tube got pulled again and connectors came apart. The wife noticed the intestinal tube was missing. In the evening the patient passed the intestinal tube through digestive tract and the tube was knotted. The patient continued therapy. On (B)(6) 2016, the intestinal tube was replaced.